Event description:
The recipient is reportedly experiencing pain when establishing system lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.